Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump had off no power alarm without low battery alarm. Customer¿s blood glucose was unknown at the time of incident. Customer state this is not the second occurrence of replace battery now without a low battery warning. The insulin pump will not be returned for analysis.